Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted moisture in the flow sensors. The flow sensors were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/29/16 email, 9/29/16 phone call, 10/3/16 email.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user that only volume control ventilation was available. There was no reported patient injury.